Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 187 mg/dl. During trouble shooting with tandem technical support (cts), it was found that the customer used fiasp insulin within the cartridge. Cts educated customer regarding cartridge/insulin labeling. Customer successfully changed the pump supplies and resumed insulin delivery after the system check.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.